Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Due to no product returned or pictures provided; visual and dimensional evaluations, and a compatibility check could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial tha. Subsequently, the patient was revised due to infection. The head and liner components were removed and replaced. No further information is available to report.